Manufacturer narrative:
Continuation of d10: product ID (B)(6) (serial: (B)(6); product type; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: product ID:(B)(4) software version: 2.1.0 h3, h6) no parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the surgeon was not satisfied with the accuracy after the first CT to flouro. The surgeon took another spin with the imaging system to register the patient again and claimed that the accuracy was off laterally by more than 2mm when placing the instrument on the spinous process. It was noted that there was a globus instrument. There was a less than hour surgical delay and no reported patient impact. The same imaging system and navigation system were used by another surgeon later on the day of report and there were no issues experienced. A manufacturing representative (rep) was unable to replicate the issue with a spine demo while making a site visit.

Event description:
The case was a spine fusion case. There was no information available to what levels the site was working on. Only one spin was taken for this case.

Manufacturer narrative:
Additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis. There was insufficient information to determine root cause of reported behavior. Previously reported codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field and the system performed as intended, no faults were found. Codes b01, c19 and d14 are applicable. H2) additional info in sections a, b2, and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative indicated that there was no impact to patient's outcome.